Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that nexiva diffusics 24g x 0.75 in catheter separated. The following information was provided by the initial reporter: material no.: 383590 batch no.: 0267530. It was reported that sheath was bent and came off of the needle during insertion. Per complaint details received: catheter sheath bent and came off of needle during insertion, event was recognized and removed before harm reached patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 24g x 0.75 in catheter separated. The following information was provided by the initial reporter: material no.: 383590, batch no.: 0267530. It was reported that sheath was bent and came off of the needle during insertion. Per complaint details received: catheter sheath bent and came off of needle during insertion, event was recognized and removed before harm reached patient.